Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera lll colonovideoscope channels and sheaths were sampled and repeatedly tested positive for enterobacteria. The scope had been reprocessed correctly. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided results of hygiene microbiological investigation (hmi) testing, cleaning, disinfection, and sterilization (cds) practices, third party hmi testing, the device evaluation, and the legal manufacturer's final investigation. After the device was returned to olympus, it was sent out for additional testing. The hmi report indicated the channels of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Cds of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was also sampled with a water rinse and tested negative. The air/water channel was precleaned/flushed with dialzima + umonium detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, were manually cleaned with dialzima + umonium and ita brush, 3 brushes, ref: med-184-bru meditalia. Soluscope cln detergent and soluscope paa disinfectant were used with a soluscope series 4pa aer. The customer stored the device in a cabinet and hung it vertically. Maintenance / repair of the device had performed by olympus. The scope was not sterilized. The scope is sterilized daily in two cycles through high disinfection using a soluscope 4pa aer. The subject device was received and evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including the light guide lens was chipped, the glasses glue on the light guide lens and objective lens was worn out, the bending section rubber was worn out, the internal braids of the bending section were twisted, the air/water cylinder and suction cylinder were corroded, the universal cord was wrinkled/kinked, and the connector section parts were corroded. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the positive culture could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Additional information has been received from the customer regarding the event. The customer cultured test positive for bacteria three times. Below are the results of the culture test: date (B)(6) 2021: test type: washing water - operating channel water. Result: - 31 ufc/100ml, enterobacteriaceae. - 52 ufc/100ml, pseudomonas sp. Date (B)(6) 2021: test type: washing water - water + brush operating channel result: - 21 ufc/100ml, enterobacteriaceae. - 2 ufc/100ml, esterichia coli. Date (B)(6) 2021: test type: swab on endoscopic instrument - suction channel result: - present, enterobacteriaceae.